Event description:
It was reported that three stainless steel needles showed defects during an interstitial prostate treatment. Three needle tips broke with one tip remaining in the pt after treatment.